Manufacturer narrative:
The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor, displacement test and the dat test at 0.08700 inches. The device was monitored for three days. No blank display or missing segments noted during testing. The device communicated properly with the guardian link three and the test plug. The device entered into auto mode properly during testing. No auto mode anomaly noted. No pump or sensor communication anomaly noted. The device had a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 151 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.